Event description:
The clinic manager (cm) for a user facility reported to fresenius that a blood leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment. An air detector alarm was received on the 2008t machine approximately 30 minutes after treatment initiation. The registered nurse (rn) responded to the alarm and visually observed blood dripping from the bloodline before the blood pump segment. A pinhole was noted. The cm stated that a second hole was also noted but could not be found following the reported event. No issues were encountered during prime. The biomedical technician (biomed) also confirmed there were no machine issues. The patient's estimated blood loss (ebl) is approximately 200 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted on the same machine and completed successfully with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a blood leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment. An air detector alarm was received on the 2008t machine approximately 30 minutes after treatment initiation. The registered nurse (rn) responded to the alarm and visually observed blood dripping from the bloodline before the blood pump segment. A pinhole was noted. The cm stated that a second hole was also noted but could not be found following the reported event. No issues were encountered during prime. The biomedical technician (biomed) also confirmed there were no machine issues. The patient's estimated blood loss (ebl) is approximately 200 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted on the same machine and completed successfully with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the sample was received by the manufacturer without original packaging or identification labeling. During disinfection and preparation of the sample for analysis, a leak on the pump tubing was found. No additional abnormalities were identified upon further inspection. The complaint product sample was visually inspected under microscopic examination and a tear was observed in the pump tubing. No other issues were found in the remaining components of the set. The reported event was confirmed during sample evaluation. Additionally, a photograph was received from the customer which confirmed the damaged pump tubing. The cause of the tear in the pump tubing could not be established since the sample worked as intended during the priming stage and the incident occurred approximately 30 minutes after treatment initiation. However, this kind of damage (tear) could be caused due to incorrect handling of the product either during the manufacturing process or treatment set up. A device history record (DHR) review was performed. The involved lot does not show any non-conformances, deviations or associated rework related to the alleged complaint description.